Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on his aviva meter, compared to a professional meter, within 10 minutes: 1.6 mmol/l on customer¿s aviva meter and 10.2 mmol/l on professional meter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.